Event description:
It was reported that the patient underwent anterior lumbar interbody fusion and posterolateral fusion surgery l4-l5 using rhbmp-2/acs on (B)(6) 2010. The patient post- operative period was marked by increasing and severe lower back pain radiating to the lower extremities and with increased weakness, numbness, and difficulty walking. Additionally, the patient suffered from a fluid collection appearing after his surgery. The patients doctor recommends that he undergo a revision surgery to treat his post-infuse surgery symptoms and complications. An MRI study conducted on (B)(6) 2010 indicated that the patient has an extensive inflammatory fluid collection in the location of the surgery. Also the patient suffered nerve injuries that were exacerbated by inflammatory fluid collection in the patient spinal surgical site.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent xlif surgery at l4-5 in which rhbmp2/acs was used.